Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) is getting very hot while charging. It was also stated that the pdm battery would be at 50% then crash.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
In the case description, the user mentioned that the pdm charges to 50% and crashes and it gets hot while charging. The pdm was returned with the battery depleted. The pdm was plugged in and allowed to charge. The pdm was able to charge to 100%, turn on, and boot up with no issues. The pdm was not observed to get hot while charging. Inspection of the android log files downloaded from the pdm found no evidence of the pdm getting hot during use. The pdm battery temperature information showed that the pdm battery always remained within the operating temperature specification during use. Inspection of the log files showed no evidence of issues with the battery holding charge. No app crashes were observed in the logs. The logs showed that the pdm battery was able to charge to a full charge and last at least 48 hours after a full charge, which meets the product requirements. A battery life test was performed where the pdm was paired with an unused pod and used under typical use conditions for 48 hours. The pdm was still on with charge in the battery after 48 hours. No evidence of increased battery drain was observed during the test.